Event description:
Clinical study. It was reported that 357 days after carotid artery stenting treatment procedure, the patient experienced restenosis. The target lesion was located in the right proximal internal carotid artery, with 90% stenosis and was 26 mm long with a reference vessel diameter of 6.3 mm. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, there was 29% residual stenosis. Nih stroke scale performed the next day was 0. The patient was seen for a 12-month follow-up visit. A physical examination showed the patient did not have any problems relative to his carotid artery disease. The patient did not have problem associated with his diabetes and neuropathy. Follow-up carotid duplex revealed restenosis. The site reported that there was no treatment done for the stenosis. In the opinion of the physician the relationship of the restenosis to the nexstent is probable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch manufacturing records for this device indicated that the product was manufactured with no discrepancies. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the device labeling.